Manufacturer narrative:
One implant was returned for investigation with its bundled cover screw attached. Visual evaluation of the as returned product identified signs of wear and debris about the implant threads and vent. The implant had no evidence of any significant damage or malfunction. The reported device was measured with calipers and the device was verified to match specifications. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The customer has returned x-rays of the implant site during the time of placement, and a month before removal. It is noted that there is no crestal bone contacting the implant at the first eleven threads. Therefore, bone loss is confirmed. The reported infection and other medical events could not be verified with the information provided. A device malfunction was not found with the implant. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed from site 10 due to peri implantitis. The site was grafted and the patient will return for replacement. The patient also presented with edema and dehiscence.